Manufacturer narrative:
The reported inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified silicone material inside the rv (df-1) set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in preventing the set screw from being loosened to release the lead.

Event description:
It was reported that during a device change-out for eri, there were issues with the set screw. The lead could not be released from the device.